Event description:
It was reported that the patient complained of pain so the surgeon revised. The surgeon commented that the knee was put into internal rotation.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.